Manufacturer narrative:
An hillrom technician inspected the lift on site and noted the lift¿s actuator was physically damaged. It was also noted that this malfunction was likely caused by an external damage happened during transport/storage of the lift. The actuator was replaced to resolve the issue, the lift is now functioning as designed. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The viking m instructions for use (7en137107 rev. 5), in the inspection and maintenance section, states: for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the integrity of the lifting motion and the base-width adjustment. Although the reported event did not result in a serious injury, the report of a lift actuator falling during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
It was reported the top part of the viking m lift was detaching from the bottom part while lifting a patient. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).